Manufacturer narrative:
Additional information : it was reported upon follow up the patient experienced abdominal pain (12 days prior to hospitalization). The same day as hospitalization, dianeal therapy was discontinued. On an unreported date, the pd catheter was removed, and the patient was changed to hemodialysis. On an unreported date, the patient was treated with intravenous meropenem (dose and frequency not reported) for peritonitis. The patient was discharged eight days after hospital admission. On an unreported date, the same month as receipt of this report, the meropenem was discontinued and the patient was recovered from the event. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Date of event: in (B)(6) 2019 (approximately 13 days ago), the patient was diagnosed with bacterial peritonitis and was hospitalized on (B)(6) 2019. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The cause of peritonitis was unknown. It was reported that the patient's effluent turned green approximately thirteen days after diagnosis and they presented to the emergency room and surgery was planned to remove pd catheter. The patient was treated with unspecified antibiotics (doses, routes, durations and frequencies not reported) for peritonitis. At the time of this report, the patient has not recovered from the event. Hospitalization was ongoing. Pd therapy was discontinued. No additional information is available.